Manufacturer narrative:
B5. Describe event or problem: was updated per the additional information provided. D5: operator of device updated from health professional to other and operator of device, other updated to boston scientific engineer. E3: occupation updated from other health care professional to non health care professional. G2: report source: remove health professional.

Event description:
It was reported that difficulty to remove the guidewire and tip stripped off. Two v-14 control wires were used with development device for a pre-clinical animal study. When the device was withdrawn, significant resistance was felt. The added force and the angle of the wire caused the guidewire lumen to scrape the polymer tip off. Another of the same device was used but experienced the same problem. There were no complications reported. It was further reported that this was an animal study procedure being performed as part of the product development process (pdp) evaluating guidewire tracking and exchange capabilities with a development device.

Event description:
It was reported that difficulty to remove the guidewire and tip stripped off. Two v-14 control wires were used with development device for a pre-clinical animal study. When the device was withdrawn, significant resistance was felt. The added force and the angle of the wire caused the guidewire lumen to scrape the polymer tip off. Another of the same device was used but experienced the same problem. There were no complications reported.